Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that there was issue with the system¿s host pc. The fse replaced the host pc and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It was reported to philips that the device was not booting. The device was not in clinical use at the time of the event. No harm was reported. Philips field service engineer (fse) visited the site and confirmed the host computer (pc) failed.